Event description:
Facility's bio-med technician reported that they had an incident on the machine where too much weight was taken off of a pt during a treatment. The date of the treatments were 10/2004 or the following day. The customer also stated that the pt was on the machine expired sometime on the 2nd day. The machine was tested by the technician and all weight values were within specification. The customer stated that the facility rated the incident a 4, which means the machine was not likley to have caused the death.